Event description:
The reporter stated that the trach tube separated from the neck flange. The patient had pulled on the device prior to the occurrence. No patient injury or treatment as a result of this event.

Manufacturer narrative:
The device was returned with the neck flange loose from the tube. The flange had not been properly bonded to the shaft during the manufacturing process. This issue is being reviewed with the manufacturing associates. This issue is being monitored. The device history records for all lots of this product code were reviewed and were found to be acceptable. Review of the complaint database indicates that this is the only reported issue for this product code. Smiths is able to confirm this incident and determine the cause. No additional action necessary at this time. Smiths considers this MDR closed with this report.